Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for a low blood glucose level. His blood glucose at the time of hospital admission was 35 mg/dl. Customer stated that he has passed out in the past for low blood glucose. Troubleshooting was initiated for low blood glucose levels. The pump seemed to be functioning as designed. No products were returned and two reservoirs were shipped to the customer because he doesn't have any left.